Event description:
A ventilator was returned to the manufacturer for evaluation. The device was not in patient use. During the evaluation of the device at the manufacturer's quality assurance laboratory, the active exhalation control module's proportional valve was found to be stuck partially open.